Manufacturer narrative:
One dry lens was received in a lens case for lot number 5751000104 and evaluated on 03apr2023. A magnified visual inspection was performed which revealed the lens was misshaped. No other irregularities were found. If any further relevant information is received, a supplemental report will be filed.

Manufacturer narrative:
Suspect product requested, not received.

Event description:
On 17feb2023, a patient (pt) in brazil called to report a prior medical event (submitted in a separate report) while wearing an acuvue® oasys® brand contact lens (cl). The pt reported redness, irritation, and a burning sensation in the left eye (os) on (B)(6) 2023 while wearing an acuvue® oasys 1-day with hydraluxe¿ technology brand cl. The os is currently burning, painful and red. The pt is using lubricating eye drops every 3 hours and has not contacted an eye care professional (ecp). On 22feb2023, an email was received from the pt with multiple attachments relating to the pt¿s prior event and the current os event. -prescription dated (B)(6) 2023 for zymar os every 4 hours; hyabak 1 drop every 3 hours or as needed for discomfort. -ecp statement dated (B)(6) 2023: pt presented with complaints of pain, photophobia and burning after cl use for 2 days. Pt has a history of (B)(6) 2023 corneal ulcer. Exam: conjunctival hyperemia 360 2+/4+ presence of infiltrates at 5 o¿clock, ci, caf (anterior camera formed), srca, facica, absence of hypopyon. Reinitiate zymar and lubricating drops. Suspect cl wear. Follow-up with primary ecp. Triage: pt complains of burning, pain, ¿eye sensibility¿ for os for 3 days. Os with discrete conjunctival hyperemia, with light palpebral edema. Denies medical allergies and use of cl. Dx: corneal ulcer. On 23feb2023, a johnson and johnson eye doctor in brazil provided a translation of the pt¿s medical eye exam received by email from the pt on 22feb2023: -patient complaining of pain, photophobia and burning in the left eye after having used the contact lens for 2 days. Previous history of recent corneal ulcer on (B)(6) 2023. On examination: bio: left eye conjunctival hyperemia 360o 2+/4+, presence of infiltrate at 5h, inferior keratitis, formed anterior chamber, no anterior chamber reaction, phakic, absence of hypopyon. Cd: reset zymar + lubricant; discontinue contact lens use; keep evaluation with your doctor. On 23feb2023, the pt provided additional information. The pt had a consult visit (date of visit not provided) at a hospital and was diagnosed with a corneal ulcer. The pt reported ¿this is a different location that the previous corneal ulcer from (B)(6) 2023.¿ (the (B)(6) 2023 event will be reported in a separate report.) The pt was prescribed medication (name and frequency not provided) to use for 7 days. The pt is to follow-up with primary ecp. The pt reported the os is better today. The ecp at the hospital advised the pt will be unable to return to cl wear for 6 months. On 13mar2023, the patient (pt) reported a return visit to the eye care professional (ecp), date not provided. The pt advised the eye ¿feels ok now¿ but is not able to return to contact lens wear for 6 months. The pt is currently using systane for ¿dry eyes¿ and an unknown corticoid eye drop once daily until the ecp return visit in 6 months. The pt agreed to provide the name of the corticoid eye drop via email. On 15mar2023, the pt provided additional information. The pt was prescribed ofloxacina 0.2 sulfate ¿until the end of march and the pt will return to the eye care professional (ecp) to evaluate the healing process. The pt reported, at that time the ecp will decide to begin gentamycin/dexamethasone. The ecp advised the pt that the os is healing. The pt agreed to provide additional medical information after the follow-up ecp visit. No additional medical information has been received. A lot history review was performed and revealed the following: the batch records did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot number 5751000104 was produced under normal conditions. The os suspect product was requested for return for evaluation, but has not been received. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.